Event description:
It was reported that the tubing of a small volume infusor was damaged. The tube was scratched (like a crack). This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between may 13-14, 2024. H11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye noted a black particle embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. No evidence of damage was observed from the tubing. The embedded particle was identified as polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the material of the tubing. The reported condition was verified. The cause of the reported condition could not be determined; however, fragment of burnt pvc (black particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. Based on the analysis result, the particulate matter was not in the fluid path and made of the same material as the tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.